Manufacturer narrative:
The reported devices are being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the devices evaluation and complaint investigation.

Event description:
The user facility reported that three 2602m padpros did not work. Although multiples attempts have been made, no additional information has been made available regarding the patient or procedure. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was disposed of by the user facility, therefore, it cannot be evaluated. However, 6 devices of the same lot number in original unopened product packaging were returned to conmed for evaluation. These products were visually inspected and functionally tested by way of continuity with multimeter, fluke defibrillation analyzer and iec testing for iec requirements. On all samples, a slight gap around the wires on the pads was observed, and a slight separation of the strain relief foam from the pads on three of the six pad sets. Continuity testing showed two of the six pads had an "open" circuit. One of the pad sets failed functional testing as it was unable to be recognized by the defibrillator unit. Additionally, one of the six samples did not meet the electrical test acceptance criteria. The failure of the functional test, along with the continuity and the electrical tests, confirmed that the pad set may not be recognized by the defibrillator unit. The manufacturer for this device, katecho inc., has been notified of this adverse event. (B)(4). The clinical data report for this device states that, when used under the conditions and purposes intended by the manufacturer, the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to patients. The instructions for use advise the user of the following. The user is advised that misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy and /or loss of ECG trace quality. For universal function electrode use (i.e. Monitoring, defibrillation and pacing), these electrodes must be used in conjunction with AED and ECG amplifiers that have been designed specifically to compensate for large dc offsets. Conmed has initiated additional investigation into the design and manufacturing methods for this product. It was found that one of the manufacturing processes was resulting in the potential for intermittent or no continuity of the multifunction electrodes. As a result, the process has been updated and re-qualified. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Upon gathering additional information, the user facility reported that this incident involved a patient and one of the reported 2602m devices. Prior to the start of a redo-sternotomy, the 2602m device was placed on the patient preventively; but the device was unable to use sync function and the defibrillator unit kept alarming. They removed the device and switched to internal defibrillator paddles. The patient was reported to be stable during and upon completion of surgery. During the procedure, the patient received the needed therapy with no procedural delays.